Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found full breach of the sheath proximal to the right ventricular shock coil. The silicone insulation was not breached in this region.

Event description:
This report is to advise of an event observed during analysis.